Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was being inserted into the access site when the physician noted that the was had poked through the femoral artery when inserting the sheath in the vein leading to a pseudoaneurysm. The procedure was aborted, and pressure was applied to the site. No additional intervention was required, and the patient was discharged one day post procedure. The laa closure procedure will be reattempted at a later date.